Manufacturer narrative:
The pump had a constant motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the displacement test or verify other error alarms in the alarm history screen due to the motor error alarm. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was unknown mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field such as x-ray. The customer did not report a motor position encoder error alarm. The customer tried rewind the pump and received motor error. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.